Manufacturer narrative:
Author: chor cheung tam, kelvin chan, simon lam, arthur yung, yui ming lam, carmen chan, david siu and hung fat tse journal: the journal of international medical research. Year: 2017 issue: 0(0) 1¿7. Title: one-year clinical outcomes of patients implanted with a resolute onyx zotarolimus-eluting stent ref: https://doi.org/10.1177/0300060517717826. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This journal article describes treatment of 252 patients with resolute onyx drug eluting stents and the evaluation of clinical outcomes after 1 year. Two (2) patients were lost to follow up so 250 patients completed the 1 year assessment. Total of 577 stents were implanted. The clinical outcomes at follow up of 1 year reported that a number of patients suffered cardiovascular death, target vessel mi, target lesion revascularization, target lesion failure, target vessel failure, target vessel revascularization and stent thrombosis.